Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding displaying a dark screen asking for a password during a procedure, delaying users from removing required medications. Cystourethroscopy was the affected procedure, performed to remove ureteral stent from the right ureter and the delay was about 45 minutes approximately. The required medications were dexamethasone, fentanyl, lidocaine, ondansetron, propofol, rocuronium, lycopyrrolate, ephedrine, sugammadex and cefazolin. The customer added that an anesthesia station from nearby room had to be brought into the operating room to retrieve the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 17-jan-2022 to 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed a dark screen. The field service engineer found that the that a power cable was loose, removed the station's all-in-one and reseated the cables on docking board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident it was suspected that a power cable was loose and could have caused the station to display a black screen. A field service engineer removed the station's all-in-one, and reseated the cables on docking board to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding displaying a dark screen asking for a password during a procedure, delaying users from removing required medications. Cystourethroscopy was the affected procedure, performed to remove ureteral stent from the right ureter and the delay was about 45 minutes approximately. The required medications were dexamethasone, fentanyl, lidocaine, ondansetron, propofol, rocuronium, glycopyrrolate, ephedrine, sugammadex and cefazolin. The customer added that an anesthesia station from nearby room had to be brought into the operating room to retrieve the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.